Manufacturer narrative:
The complaint device is not available for a physical evaluation and no further information is available to determine a root cause for this failure. Typically suture breaks are associated with excess tensioning. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatch: 1221934-2016-10241 (B)(4).

Event description:
Suture broke, surgery successfully completed with same like product additional information received email from the affiliate on (B)(6) 2016. The suture broke on both anchors. The suture broke while the surgeon was cknot tying. Anchors were not removed after the suture broke. An additional bone hole was made to complete the procedure. Affiliate stated a j&j person found out about the additional bone hole on (B)(6) 2016.